Event description:
The account alleged that a pt fell from the bed when a nurse turned the pt and the side rail fell. Pt may have a cut above the eye.

Manufacturer narrative:
The technician investigated the alleged incident and the technician was unable to make the side rails fail and not latch. The technician did note that the side rail bracket was slightly loose. The technician recommended that the side rail be tightened at the side rail mount. The account stated that the pt had a cut above their eye and was treated with a band aid. The account stated they tightened the side rail mounting bolts and nuts to repair the side rail and that the bed is still not in service due to risk management having the bed quarantined.